Event description:
It was reported that approximately one month after a device change out the patient developed bacteremia. The implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 693165 lead (B)(6) 2007. (B)(4).